Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was flashing. Customer stated that the insulin pump's screen was on but blinking fast from white to black with lines running across. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device powers up with flashing white display and some horizontal white grey running across in the middle and towards the top, problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.